Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse changed the luminometer assembly with preventative maintenance. The cse performed precision with a negative quality control (qc) sample, resulting within range. The cause of the (B)(6) results is due to a malfunction of the luminometer. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
(B)(6) results were obtained on multiple patient samples on an advia centaur xp instrument. The initial results were not reported out to the physician(s). The customer repeated sample (B)(6) on the same instrument, resulting (B)(6). The customer repeated the same sample on the same instrument, resulting (B)(6). The customer repeated the same sample on an alternate instrument, twice, resulting (B)(6). It is unknown if repeat results were reported out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the (B)(6) results.